Event description:
The tips are broken. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that both tips were badly damaged due to mechanical mishandling while in use. At one tip, a small fragment was broken off. Too great a mechanical force was applied onto the thin tip blades of the instruments. We have to assume that the tips came into strong contact with a metallic part during surgery and were damaged as a result. No product fault could be detected.